Event description:
Foley placed with no visible malfunction or resistance. When discontinuing the foley in post-anesthesia care unit (pacu). Upon removal, the foley catheter displayed one rib that did not fully deflate. All 10 ml were removed from the balloon prior to attempting removal, but it appears the balloon did not fully contract.